Event description:
After the hip replacement on (B)(6), I started feeling pains and stiffness all in my hips and right femur got very stiff with no movement at all. I instantly got concerned and I asked the doctor why was my right hip so stiff and he told me it was calcium built up. I was diagnosed with multiple myeloma in (B)(6) 2009, which led to double hip replacements. While taking treatments after the hip replacement, I was ordered to go for physical therapy and during therapy, I broke my right femur on (B)(6) 2010 and after that incident, I went for physical therapy on (B)(6) 2010 and I broke my left femur while trying to get in the car to go home. At present, my hips are locked and my legs are very closed together and it is near impossible to open them. I am in constant back pains. I use chair to sit while taking showers. I use crutches and cane to walk around. I also use high chair to sit because I need to sit up high to make me comfortable.